Event description:
Right hip revision due to chronic dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was confirmed. Method & results: not performed as the reported device was not returned for evaluation. A review of the provided records and event description was performed by a clinical consultant. The clinical consultant indicated that insufficient information was received for review and that "xray shows dislocation; need clinical history and operative reports" review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, clinical history and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.